Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a laser lithotripsy/ stone extraction/ placement of stent procedure performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, while the laser fiber was connected to the laser unit and set to stand-by mode, the laser fiber body broke easily when the nurse's x-ray gown caught on the fiber. There was no injury to the nurse. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. The fiber was returned broken. The broken piece measured approximately 46.2 cm from the top of the connector to the break. The remainder of the fiber was not returned. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a laser lithotrips/stone extraction/ placement of stent procedure performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, while the laser fiber was connected to the laser unit and set to stand-by mode, the laser fiber body broke easily when the nurse's x-ray gown caught on the fiber. There was no injury to the nurse. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.